Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter has been requested. No additional information is available at this time. The reported event is addressed in the labeling.

Event description:
Healthcare professional reported that a patient was injected in the central part of lower lip with 0.05ml of juvéderm ultra plus¿ xc. Xylap was noted as pre-treatment and icing was noted as post-treatment. Quitch laser was noted as concomitant treatment. Within 5 mins of injection, the lips turned blue in color and blanching started to be visible. The patient was asked to wait and kept available on call. At 9 p.m. The blanching increased in size, after which patient was called and necessary interventions were done. Patient was treated with 700 units of hylase. Treatment was provided to ¿prevent permanent damage. After these interventions the bluish discolorations decreased significantly and blanching was almost gone. Event was reported as not product related. However, no etiology was noted. Event resolved on the same day.